Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using csi orbital atherectomy device (oad). There were target lesions located in the proximal (95% stenotic, 3 mm in length) and mid (85% stenotic, 10 mm in length) right coronary artery (rca). The physician used a 7fr introducer sheath and 6fr guideliner to access the lesions. The physician advanced a csi viperwire guide wire across the lesions and the oad was loaded onto it. The physician completed one run at low speed in the proximal rca, but during the second run at low speed in the mid rca, angiography revealed a perforation. The physician performed balloon angioplasty followed up with stent deployment and impella placement. The patient left the procedure in stable condition. Additional information has been requested but none will be received.